Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the skin. The infusion sets were falling off of the patient's body. The caller alleged that this has occurred with 6 infusion sets from the box. It was alleged the infusion sets from this particular box were defective. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.